Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v072260, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturers representative reported that she was doing a routine check on the patient and noticed there was only 6 months remaining on the battery, the previous battery lasted over 7 years. The following impedances were read: c0 553 c1 1087 c2 544 c3 1087 0,1 1122 0,2 less than 50 0,3 1122 1,3 2041 2,3 1122. The patient had multiple programs that she could change between. She was on 0<(>&<)>2. Patient services reviewed that the program might draw from the short and put increased drain on the battery. The rep planned to tell the patient not to use the 0-2 group and planned to remove it when she saw the patient. They also planned to re-run the battery longevity after removing it from that program. There were no medical symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the patient's implantable neurostimulator (ins) and lead were replaced on 2016. They also wanted to report the short circuit issue. The patient was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis concluded the stim ins ((B)(4)) had insignificant anomalies and was functionally okay.

Event description:
Additional information was received from the patient. They reported that they got a "bum battery" in 2016 that they had to have replaced with a new battery in 2016. The patient stated at their one-month checkup post-implant with their managing health care provider, the hcp said "what the heck is going on" because the ins was showing that the patient only had 6 months left on their battery so they went ahead and swapped it out.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.